Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("acute abdominal pain"), genital injury ("fallopian tubes lacerations"), uterine injury ("uterine lacerations"), genital haemorrhage ("hemorrhage") and syncope ("fainting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), vaginal discharge ("vaginal leakages"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (both increasing and decreasing)") and weight decreased ("abnormal weight changes (both increasing and decreasing)"). The patient was treated with surgery (hysterectomy, device removal). Essure was removed. At the time of the report, the abdominal pain, genital injury, uterine injury, genital haemorrhage, syncope, hypersensitivity, menstruation irregular, groin pain, back pain, vaginal discharge, uterine leiomyoma, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, weight increased, weight decreased, dizziness, migraine, amnesia, paraesthesia, peripheral swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("acute abdominal pain"), genital injury ("fallopian tubes lacerations"), uterine injury ("uterine lacerations"), genital haemorrhage ("hemorrhage") and syncope ("fainting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), vaginal discharge ("vaginal leakages"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (both increasing and decreasing)") and weight decreased ("abnormal weight changes (both increasing and decreasing)"). The patient was treated with surgery (hysterectomy, device removal). Essure was removed. At the time of the report, the abdominal pain, genital injury, uterine injury, genital haemorrhage, syncope, hypersensitivity, menstruation irregular, groin pain, back pain, vaginal discharge, uterine leiomyoma, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, weight increased, weight decreased, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.